Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Additionally, the t:slim x2 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that shortly after delivering a bolus, the customer received an incomplete bolus alert. The customer attempted to confirm that the initial bolus was successfully delivered by navigating to the bolus request screen. Reportedly, the customer was new to using the pump and did not exit the screen. The customer misunderstood the meaning of the alert and delivered an additional bolus. The customer's blood glucose level was 187 mg/dl. Reportedly, the customer consumed additional carbohydrates to account for the additional delivery of insulin. Tandem technical support educated the customer regarding the alert and how to verify insulin deliveries in the pump history.